Event description:
While attempting to defibrillate a patient, the device displayed a "poor pad contact" and " check pads" message with pads. A second device was then attached to the electrodes and that device also displayed "check electrodes and "poor pad contact" message. Two more sets of electrodes were attached to the patient and the clinicians were unable to obtain the patient's signal. The clinician obtained another device to continue treating the patient. The patient subsequently expired.